Manufacturer narrative:
A depuy (B)(4) material research scientist examined the returned products and confirmed the complaint; deformation within the nemcomed flex shaft region of the drivers. A rockwell hardness test was conducted and found the products meets the properties intended by the engineering drawing specification. The cause is due to a bending load that was applied to the bolt drivers beyond the yield strength of the material, resulting in plastic deformation of the flexible shaft tabs. No evidence of manufacturing or material defects was observed. A two-year search of the complaint database did not identify a trend. Review of the inspection records in the (B)(4) found every order received in for lot nm1109 found no related manufacturing deviations or related anomalies. Review of the inspection records for lot nm0511 found no manufacturing deviations or rejections. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Surgeon tried to remove jig from nail with jib bolt driver and driver broke. Opened a 2nd jig bolt driver with same results. Had to take out lag screw, jig/nail and replace with new nail on different jig causing a delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.